Event description:
Pt revised for loose tibial tray, osteolysis and polyethylene wear of insert.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required to search the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted, the product was implanted for approx sixteen years prior to revision. The products associated with this reported event were not returned for examination. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.